Event description:
It was reported that the deep brain stimulation (dbs) patient developed a scab on the scalp that would not heal and was explanted due to infection. The patient was administered antibiotics and was doing fine post-operatively. The explanted devices were retained by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension upn: (B)(4) model: nm-3138-55 serial: (B)(6) batch: (B)(6) product family: dbs-lead fixation upn: (B)(4) model: db-4600c serial: n/a batch: 30357434 product family: dbs-linear leads upn: (B)(4) model: db-2202-45 serial: (B)(6) batch: (B)(6) product family: dbs-linear leads upn:(B)(4) model: db-2202-45 serial:(B)(6) batch: (B)(6) product family: dbs-extension upn: (B)(4) model: nm-3138-55 serial:(B)(6) batch: (B)(6)